Manufacturer narrative:
Device received with broken reservoir tube lip and battery tube thread noted. Device passed displacement test. The test reservoir was able to lock in place. Device passed self test, a21 error test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir ring was missing. Customer's blood glucose level was 143 mg/dl. Customer stated that reservoir, battery plastic opening was cracking and the ring came out. The customer was advised to replace the insulin pump and to revert to the back up plan. The insulin pump will be returned for analysis.